Event description:
Report received from the USA stating that the device "does not function". The device was not used during a surgical procedure. It was known if there was any patient injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).